Event description:
It was reported that the patient was experiencing symptoms of withdrawal. The patient¿s symptoms were specified as pain and ¿underdose symptoms¿. A rotor study was performed and it was found that the rotors turned. The physician also aspirated the catheter out of the side port. The drug was withdrawn and replaced with drug of the same concentration. It was noted that the old drug was sent off for analysis. At the time of report, the patient was ¿with injury¿ and had been hospitalized. The device system was used to deliver infumorph and marcaine.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8731sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter product ID 8731sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. (B)(4).